Manufacturer narrative:
The device was received for evaluation. During functional testing, an no audio was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no audio during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.